Manufacturer narrative:
Device investigation narrative - visual inspection confirmed the reported complaint. Further investigation into breakage of the beaver blades found the root cause to be related to a design issue. This product is no longer being manufactured or distributed by (B)(4). Product remaining in the field is being removed per recall #z-0793-2016. No additional actions are required at this time. Comp (B)(4).

Event description:
It was reported that the surgeon was performing a capsulotomy as he normally does with typical force on the blade and the blade snapped in two pieces. No piece remains in the patient. There was a reported 5 minute delay in the procedure with no patient impact.